Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the cartridge and into the tubing. There was no reported impact to the customers blood glucose level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting could not be performed.